Event description:
It was reported that "skin reaction" occurred. The sensor was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, dry skin, drainage, pustules and infection extended beyond the patch perimeter. The reaction was treated with a prescription of an oral flucloxacillin antibiotics, 4 tablets a day for 5 days: cream for eczema, shower soap for eczema. The patient used sterile wipes and barrier product fusionas but it didn´t helped to minimize or prevent the skin reaction. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).